Manufacturer narrative:
Updated data: b.2: outcome attributed to adverse event b.5: event description h.6: coding medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received that reported the reason for replacment as aortic regurgitation. No additional adverse patient e ffects were reported.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received information that approximately 10 years post implant of this 25mm aortic bioprosthetic valve implanted in the mitral position, it was explanted and replaced with a 27mm valve of a different manufacturer. The reason for the replacement was reported as the valve had malfunctioned. The specific malfunction was unknown. No additional adverse patient effects were reported.

Manufacturer narrative:
Product analysis: upon receipt at medtronic's quality laboratory, visual examination revealed that slight inward deflection was observed on the stent posts. The overall stent geometry appeared distorted, exhibiting an oval-shaped configuration. A green multifilament suture remained attached to the sewing ring. All leaflets were observed in a closed configuration, with a visible gap noted between the right and left cusps. All leaflets appeared tan and flexible, except in areas where host tissue extended onto the leaflet surfaces. The right cusp (rc) and left cusp (lc) exhibited tears with linear edges consistent with possible excisions. The non-coronary cusp (nc) appeared intact. Calcification nodules were observed on the leaflet surfaces approaching the commissures. The left-right commissure was encapsulated by glistening, off-white pannus, with adjacent calcific nodules. The left non-coronary commissure was fully encapsulated by pannus, with host tissue encroachment extending onto the leaflet free edges. The right non-coronary commissure appeared intact, with calcific nodules observed on the associated leaflets. From the outflow aspect, thick, glistening off-white pannus lined the outflow sewing ring and extended along the posterior surfaces of all outflow rails, the margins of attachments, and onto the leaflets. Sections of pannus appeared to extend proximally from the outflow rails of the right and left cusps. The pannus extending from the left cusp demonstrated appreciable calcification. From the inflow aspect, tan pannus remnants were observed along the sewing ring, extending and lining the bias stitchline adjacent to the right and non-coronary cusps. The sewing ring exhibited signs consistent with explant-related thermal damage, including features suggestive of cauterization. Radiographic imaging confirmed the presence of calcification along the sewing ring, multifocally along the leaflet margin of attachments, within the commissural regions, and within the host tissue extending from the valve. D4: updated d9: updated h3: device evaluated? Updated h6: updated the codes medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.